Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell and became unresponsive and no longer functional. Reportedly, there was no physical damage. The customer tried to charge the pump for an hour; however, the pump was still unresponsive. The customer's blood glucose was 150 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.